Manufacturer narrative:
Concomitant: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the patient was currently being watched for a possible infection around where the catheter was tunneled. The patient¿s dose was being weaned down in case the pump had to be explanted. The device system delivered lioresal. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump was infected because of a pump pocket site infection. The patient was managed for baclofen withdrawal with oral medication. The patient remained in the hospital due to complications with her multiple sclerosis.